Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit. The cycler alarmed appropriately to the clotting condition. There is no evidence to suggest that a device malfunction occurred. The user's guide warns that the risk of clotting increases when the blood pump is stopped such as when alarms occur and instructs the operator to resolve alarms promptly. The exact cause of the venous air alarms is unk. The user's guide includes adequate instructions for resolving venous air alarms. Facility staff has been notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The operator reported troubleshooting and resolving venous air alarms prior to the occurrence of the venous pressure high alarm. No medical intervention was required.